Manufacturer narrative:
The device is available for evaluation; however, it has not been received.

Event description:
The event involved a 76 cm (30") appx 3.3 ml, admin set, 2 spiros® w/red cap, 20 drop in-line drip chamber w/15 micron filter, bag hanger where the customer reported a spiros-to-spiros break. The carboplatin leaked onto the patient¿s arm, line, pump and floor. It was also stated that all their stocks are the same lot number. The event occurred during use on a patient; someone became aware of the issue when the chemo started leaking from the set. The medication was used with the product. There was patient involvement, but unknown delay in therapy and unknown adverse events. It was stated that approximately at 14:45 friday, two registered nurses were caring for the patient. Carboplatin was infused through b line. The patient noted her arm was wet. So, rn inspected the line, she touched the spiros-to-spiros connecter at the b side port on the ICU medical plum pump. The line slipped out of the spiros connector. The fluid was visible on the line, patient, pump and floor. The chemo spill procedure was activated. All the existing spiros-to-spiros lines located within the cancer unit were the same lot/batch number, including stock in the central storeroom. Approximately 6 new spiros-to-spiros connectors were tested, and all the lines were able to be pulled apart using moderate to high pressure at the same point as the initial faulty spiros-to-spiros. This pressure was greater than standard pressure that would be used during an infusion. This report captures 7 occurrences.

Manufacturer narrative:
Investigation summary: a photo was provided showing the spiros separated from the tubing. The reported complaint of separation could be confirmed from the photo provided. However, without the return of the sample or a photo/video, a comprehensive review could not be performed and a probable cause could not be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.